Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of the water through the instrument and suction channels and flushing of the air/water and auxiliary channels. Enzimatico was used as the detergent for pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, and distal end. No detergent was used and olympus brushes were used for manual cleaning. No manual disinfection was done. The automatic endoscope reprocessor (aer) used was soluscope. The detergent and disinfectant was unknown. The scope was stored in a simple cabinet with no drying function. The scope was not sterilized. Olympus was used for maintenance and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope experienced a possible contamination. The contamination was confirmed through routine analysis at the site. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of evaluation. During device evaluation at olympus, it was found the distal end lens was cracked, the distal end cover was cracked, and the bending section cover adhesive was loose and separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.